Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt says that "back in november one of the sensors went out in my left lead so my rep came out and shut down one of the electrodes". Pt says that since this past october they haven't been getting as much pain relief and said meeting with the rep didn't help the pain, and the rep just shut down "one of the electrodes at the very top of the left lead, it wasn't letting me charge and was causing issues so he shut that electrode down". Pt confirmed they made rep aware in november. Pt says that on the controller group b changed settings 2,3, and 4 had gone down to 0.0v on its own. Pt reports no falls or trauma, and no emi exposure. Pt says they hadn't switched groups, and doesn't appear to have adaptive stim. They said they noticed this because they aren't getting as much pain relief "and I was in a lot of pain" and said the ins charge level "only went down 10 percent 24 hours later". Pt says "setting 1 was still at what I had set it at but 2,3,4 were down to 0.0v". Pt confirmed stimulation is on. The issue was not resolved. The patient was red irected to their healthcare provider to further address the issue. Pss told them that the issues they are having maybe related to the lead problem, and to follow up with hcp and rep for further investigation. Pt says the hcp cant see them for 2 months but the pt has reps information so will contact them. 2022-feb-09 rep reported that they were not aware the sensor went out issue. At last check (B)(6) 2021), adaptive stim was working. There was a high impedance on electrode 0 discovered on (B)(6) 2021, but rep programmed around it and got adequate coverage at that time. Dtm was still possible by substituting electrode 0 with electrode 1. No known problem with sensor. No cause determined for electrode 0 and pt was satisfied with programming at that time. Patient's weight is unknown. The cause of group b settings 2.3. And 4 had gone down to 0.0v on its own was not determined. Seemed to only happen once. Issue no longer persists. Not sure how to diagnose that one. Pt offered to continue exploring her current therapy options. Rep offered to meet her and she knows to call the rep if she needs them. The hcp was aware of the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.